Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us.(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens, diopter -6.5/+2.0/101 into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found no visible damage and clear and white residue on lens. (B)(4)